Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The patient then presented remotely via merlin.net. Review of the transmission revealed that the rv lead exhibited loss of capture. On (B)(6) 2024, the lead was capped and replaced. The patient was discharged.